Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse called and reported that the customer experienced low blood glucose in the 50 to 79 mg/dl range. Customer treated with food and glucose tablets. Assistance was provided with reconnecting to the insulin pump and resuming basal rates, as customer had suspended it. It was stated the customer would check adjustments with healthcare provider. The device will not be returning for analysis at this time.